Manufacturer narrative:
The insulin pump powered up properly after battery installation. The display is not blurry and is working properly; no display anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported via phone call that their display is blurred and not visible. The blood glucose reading is 259 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.